Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: v"release valve defect" message after tightness test.